Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed exit would not work. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician has inspected the bed only. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.